Event description:
It was reported that at the implant procedure, the setscrew on the device was already tightened and it was not possible to properly seat the lead until the setscrew was unscrewed further. It was further reported that due to the inability to place a left ventricular (lv) lead at the time of this initial implant, the lv port of the device had to be capped. However, an is4 pin plug was not available. A competitor plug was used. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).